Event description:
It was reported that patient presented to emergency room (ER) after ventricular fibrillation and cardiac arrest. Cardio-pulmonary re suscitation was provided to the patient. Multiple shocks failed to convert the arrhythmia and external defibrillation was required. X-ray and fluoroscopy revealed the right ventricular (rv) lead had dislodged. The lead also exhibited high thresholds, low pacing impedance, and diminished sensing. The lead was removed and replaced, however it was later reported by a family member that the patient died due to brain damage that occurred from the event and blamed the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2014. Of note, the reportable malfunction and serious injury (dislodgement and cardiac arrest) is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2014. Information was subsequently received on 2014-10-20 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bi-monthly reporting and is therefore being submitted as a 30-day report. (B)(4).